Event description:
Procedure: bronchus resection. According to the reporter: during bronchus resection surgeon used egia and 45ctavm for pulmonary artery transection. When he fired egia, surgeon heard cracking sound and cartridge blade couldn't move. So surgeon could not finish firing. He clamped the artery and removed the egia, then did a manual suture-ligation to control bleeding from pulmonary artery and succeeded. The cause of death was not bleeding of pulmonary artery. After ligation of pulmonary artery, there was left atrium (la) rupture. Excessive bleeding was la rupture, not pulmonary artery bleeding. Doctor could well control pulmonary artery after removing e-gia. No autopsy was done. The cause of death was hypovolemic shock d/t la rupture. No buttress used. Medical intervention required. No re-intubation/re-cannulation necessary. Surgery time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).